Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance measurements for this pacemaker and right ventricular (rv) lead increased from 610 ohms to 1,110 ohms. Additionally, noise and oversensing was observed that resulted in an unknown duration of pacing inhibition. The patient was noted to be pacemaker dependent. The noise was unable to be recreated. A lead fracture was suspected, however, an x-ray noted that the lead appeared intact. A lead revision procedure was planned for a date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.